Event description:
Allegedly, I was the 22th person out of the first 30 done of the conserve + full resurface hip + pelvic socket replacement. The 27th out of 30 picked + the 3rd person to ever receive it. I am now sober a off all drugs for quite a while still have this failed iron shedding painful (all the way to my knee swollen, pain) recalled hip in me and it?s finally killing me. My sights going fast, teeth join messed up, ringing in my ears, metal shavings going down my leg for years burning, etc.. I thought I?d give you a chance to settle out of court before I get out, get it replaced get and good lawyer the next day.